Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited evidence of possible circuit error on histogram. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.